Event description:
To whom it may concern: pursuant to the partnership between the FDA and (B)(4) concerning breast implant-associated alcl, we are reporting a case of alcl (anaplastic large cell lymphoma) associated with a breast implant. Pt is (B)(6) female who first presented last (B)(6) after having had breast augmentation in (B)(6) several years prior. She had noticed swelling of the left breast which eventually became painful and caused her to seek treatment. Workup eventually revealed seroma around the breast implant; the fluid came back as cd 30 positive, alk negative, consistent with anaplastic large cell lymphoma. Her implants were removed bilaterally, and it is felt that this is adequate treatment for the problem. She continues to undergo surveillance by us in addition to the hematology/oncology team. Of note, she was found to have nonruptured 410 cc textured silicone implants made by cui (not available in the united states). The pt's care was coordinated between the plastic surgery and the hematology/oncology teams at (b)((6). Breast implants removed; not replaced. Pt will undergo surveillance with MRI and ultrasound.